Event description:
During the surgical procedure, the carbide drill bit tip was broken off while surgeon was using the drill. Doctor noticed immediately and searched the surgical field for the tip. The tip was not found on or around the surgical field. Doctor used fluoroscopy (c-arm) to search for the tip in the surgical wound. No metal tip piece was seen on x-ray.